Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the customer experienced ongoing elevated blood glucose (bg) levels reaching 400 mg/dl range in the mornings. System check with tandem technical support was performed and the pump was functioning as intended. Customer stated they sometimes use humalog insulin longer than 2 days. Pump data confirmed that the customer is often changing out the cartridge every 5 days. Customer stated they have a cold and will be looking into their pump settings. Customer delivered a correction bolus and manual injections to bring bg levels back to target range. During a follow up call the customer stated that bg levels have been "much better".